Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the lead replaced because the electrode and lead were broken. His programming was also adjusted after this surgery.

Event description:
It was reported that there were plans to revise the lead. There was a plan to take the lead out and leave the implantable neurostimulator (ins) and extension and do an MRI before revising. It was unknown why the lead was being revised. Four days later new information was received indicating that it was felt that the lead was not positioned properly to provide optimal therapeutic value. Revision surgery was planned for (B)(6) 2014. Programming options utilizing all leads have been tried as troubleshooting to try to resolve the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0g100, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0g100, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the patient had to postpone surgery. No additional information was provided.